Event description:
(B)(4). Initial info for this spontaneous case was reported by a physician via company representative on 22-oct-2007 and add'l info was received on 24-oct-2007 from the physician directly. This is the first of two cases reported by the physician regarding nodules under an eyelid. A (B)(6) female pt who received treatment with injectable poly-l-lactic acid (sculptra, lot number and expiration date not provided) as a cosmetic procedure developed a nodule under her eyelid. The outcome of the event was not provided. The reporter declined further info. Add'l info for poly-l-lactic acid from (B)(4): since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marked in the USA. The review of the device history reports and of the analytical results of these batches didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related. Conclusion: no faults detectable. Add'l info received from the physician on 29-oct-2007: the physician stated the nodules are growing. The injection was done "at the periosteum." No further relevant info was provided for this case. The physician mentions he had seen 4 cases with nodule development. This case is cross referenced to (B)(4).